Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation, colonoscopy and cesarean section. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, adnexa uteri mass, menorrhagia, postoperative nausea, postoperative vomiting, sleep apnea, malignant hyperthermia, appendix cancer, calcification metastatic, adenomyosis, shortness of breath, hypertension, obesity, menometrorrhagia and pelvic pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy, (n/a), cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results: on 03-jun-2013, essure confirmation test conducted which showed, tubal occlusion confirmed. Most recent follow-up information incorporated above includes: on 11-jun-2018: information from mr. New reporter added. Classification updated to medically confirmed case. Dob updated. Ethnicity added. Historical and concomitant conditions added. Removal date captured as per mr. Case category changed to incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast operation, colonoscopy and cesarean section. Concurrent conditions included dysfunctional uterine bleeding, dysmenorrhea, adnexa uteri mass, menorrhagia, postoperative nausea, postoperative vomiting, sleep apnea, malignant hyperthermia, appendix cancer, calcification metastatic, adenomyosis, shortness of breath, hypertension, obesity, menometrorrhagia, pelvic pain, hypertension since 2016, diabetes since 2016, hyperlipidemia since 2016, seasonal allergy since (B)(6) 2016 and appendix cancer since (B)(6) 2018. Concomitant products included amlodipine since 2016, atorvastatin since 2016, losartan since 2016, mesalazine (mesalamine) since 2016, metformin, metoprolol since 2016 and montelukast since 2016. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingectomy, right salpingo-oophorectomy, (n/a), cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2018: patient demographics. Concomitant disease and concomitant drugs and laboratory data were added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.